Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, while doing a flat knot during the closure of the skin layer, the surgeon grabbed the needle by the tip and it broke the tip off. They opened another device to finish the case. No patient injury.